Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The field service engineer found there issues with a vacuum valve. The valve issues were resolved. Washing units, detergent consumption, cleaning, and pipette operation were checked. Performance testing and routine controls were acceptable. The customer has not reported any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with calcium gen.2 on a cobas 8000 c702 module. The customer stated that the affected samples initially result in a value that is too low and does not match the patient's clinical history. When repeated, these samples have a result of 2 to 4 mg/dl or higher and this also does not match the patient's clinical history. The customer provided a specific example of one patient sample with discrepant calcium results. The patient sample initially resulted in a calcium value of 6.87 mg/dl and it repeated as 9.11 mg/dl.